Event description:
It was reported that during coronary angioplasty treatment procedure, balloon deflation difficulties occurred. The 85% stenosed target lesion was located in the non-calcified and non-tortuous left circumflex coronary artery. The 2.0x20mm maverick2 monorail balloon catheter was advanced to the target lesion. Positive pressure was applied to dilate the lesion, but the balloon would not inflate. The balloon was removed and an attempt was made to inflate the balloon outside the patient. After some effort, the balloon eventually inflated. The inflation was described as abrupt. An attempt was made to deflate the balloon outside the patient's body, but it would not deflate. The procedure was completed with another of the same device without patient complications. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).